Event description:
A laboratory user reported on (B)(6) 2020 that the test result values in their laboratory information system (lis) were different than the values observed on the instrument. Initial investigation determined that the data stored in the jresult net database correctly matched the instrument. Due to long term logging not being enabled on the system and insufficient evidence, data innovations technical support and the customer are unable to determine if this is a malfunction of the jresultnet software at the time of this report. There was no report of patient harm.